Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that not all the segments are showing up and some numbers are missing in the device display panel. There is no report of patient involvement or serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The customer complaint of missing segments was verified. The problem was isolated to the user interface (ui) board. This component was replaced and the unit then passed all testing.